Event description:
It was reported that a patient stated a lady had an implant and had a stroke 2 weeks after and blamed it on her device and had it removed.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).